Event description:
It was reported that a user attempted to pair a new freestyle libre 3 plus sensor with the ilet and received an alert that the sensor was already in use, which the user confirmed was due to first scanning the sensor in the libre app. No adverse clinical symptoms were reported. Outcomes included no alarms on the ilet and no need for medical care. User support included user education and troubleshooting. Investigation of this case revealed that the sensor was bound to another device due to initial activation in the libre app, preventing pairing with the ilet. It was concluded, based on previously established findings for similar reports, that user setup error caused the event.